Manufacturer narrative:
Initial reporter name: aishinkai toho takarazuka sato hospital (medical corporation) the investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion of foley catheter into the patient, there was strong resistance and it was not possible to inject water. After removal, the resistance was strong and it was not possible to inject water again.